Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead, resulting in inappropriate shock and pacing inhibition. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.